Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient and physicians request. No device issue and no device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm) model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing stinging sensation in the ipg site. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing stinging sensation in the ipg site. The patient will undergo a pocket revision procedure.